Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "during the first case of the day, a cemented femur was opened in place of a pressfit femur. Cemented and pressfit were in the room due to the doctor asking for a possible cemented tibia with stem. Cemented and pressfit implants were in separate locations during the case. When asked for implants, I announced and showed the boxes to myself, dr. Mitchell, his pa, the scrub tech and circulating nurse. During the second case of the day I noticed that my inventory was off from the first case. After asking the circulator for the second case, if the patient was still at the hospital which they had already been discharged, I notified dr. Mitchell that there was an urgent matter to discuss. After the implantation of the second cases implants, he scrubbed out and I notified him that a cemented femur was used in the first case. This is all the information that will be released by the hospital and surgeon." Mps confirmed that patient was revised on (B)(6) 2024.